Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: germany. Structure of the thread is uneven. Surgeon say that pds is not uneven. I know that you do not analyse other samples. But the surgeon have the wish of a comparison to pds.

Manufacturer narrative:
Samples received: 1 open sample. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample. We have checked the thread of the open sample received under microscope and we have observed that some parts of the thread surface show roughness as can be seen in enclosed picture. This defect could have been caused during manufacturing process. Nevertheless, as no other customer complaints have been received concerning this issue for this code-batch or products manufactured with the same thread raw material batch, we consider that this is an isolated unit. Final conclusion: taking into account that the open and unused sample received has a part of the thread surface damaged, we consider that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.